Manufacturer narrative:
A lot number was provided by the reporter. A lot check and batch retains were requested with results pending.

Event description:
Loss gripping, can't hold on to anything [muscular weakness]. Neuropathy [neuropathy peripheral]. Twitching [muscle twitching]. Mouth moves when don't want it to move [dyskinesia]. Unintentional device misuse (swallowing fixodent/unknown powder because did not know how to use it) [device misuse]. Case description: a consumer reported that they, an adult female (B)(6), used and swallowed fixodent denture adhesive, complete multicare cream daily beginning either 2009 or 2010, and used and swallowed an unspecified denture adhesive powder beginning 2011, and reported the following: noticed loss of gripping, can't hold on to anything, twitching, and mouth moves when she doesn't want it to move, all symptoms beginning at the end of 2009 and the beginning of 2010; was diagnosed with neuropathy, unintentional device misuse (swallowing fixodent/unknown powder because did not know how to use it). She visited her physician who gave her a test that revealed the neuropathy. Her physician first had her discontinue some medications she was taking and then prescribed a medicine for nerves. The case outcome was not recovered/not resolved. The consumer is still using the denture adhesives to keep her dentures in place. Past medical history included: drug allergy - penicillin. Concomitant medications included: lexapro, hydroxizine, and promacid. No further information was provided.